Event description:
It has been reported that the subject programmer could not be used because of the permanent displayed message about the initialization of the programmer head. A workaround was performed and the subject programmer was functioning well afterwards. Preliminary analysis showed that the reported behavior was due to initialization events received by the manager in the wrong sequence for an unknown reason.

Event description:
It has been reported that the subject programmer could not be used because of the permanent displayed message about the initialization of the programmer head. A workaround was performed and the subject programmer was functioning well afterwards. Preliminary analysis showed that the reported behavior was due to initialization events received by the manager in the wrong sequence for an unknown reason.